Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in a stomach infection manifested by severe abdominal pain and cloudy effluent. The breach in aseptic technique was further described as the patient did not wash properly or maybe touched their transfer set. It was not reported if the patient was hospitalized for the event. The patient was treated with amoxiclav (875 mg at first) and then switched to amoxiclav (500 mg, 1 tab orally twice a day for 21 days). Dianeal therapy was ongoing. At the time of this report, the patient has recovered from abdominal pain, cloudy effluent report and the stomach infection was getting better. The patient was not retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Information added to b3: the event was reported to have occurred on an unreported date in feb 2022 should additional relevant information become available, a supplemental report will be submitted.